Event description:
Revision surgery - due to the patient having thigh pain; the surgeon removed the stem, head , liner and replaced with them with a new head, liner and lima stem.

Manufacturer narrative:
The reason for this revision surgery was the patient had thigh pain. The length of in vivo service was 2.2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 5 prior complaints reported against this part; summary of investigations: 2 for dislocation, 1 for fit, 1 for pain, 1 device looseness. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or details of the pain. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.